Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the device a comprehensive investigation cannot be performed and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date on an unknown pump where it was reported that the customer has seen some air passing through the air in line (ail) sensors and the pump not alarming. The customer cannot confirm because every time they test the pump, the ail alarms seems to be activated proximally and distally. There was no report of patient involvement or adverse event. No additional information was provided.